Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not respond to the manipulator's movements, and she observed that the pulley was loose. The procedure was completed using a backup instrument of the same type.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable.